Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the high flow insulation unit the thread of the k connector unit was worn, resulting in gas leak. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the issue was caused by a faulty connector unit. However, the specific cause of the faulty connector unit could not be established at this time. Olympus will continue to monitor field performance for this device.